Manufacturer narrative:
The sales rep stated that complaint unit was disposed of the same day as the case. The unit will not be returned for eval. It is not possible to verify an assignable cause without evaluating the unit. Insufficient info for complete investigation. The DHR for microtip lot 17013-09 was reviewed. The units met mfg specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Handpiece did not have acoustic signal after priming. Check handpiece error message on console screen.